Event description:
It was reported that the patient for a scheduled procedure. It was noted that the right atrial lead exhibited low impedance. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of low lead impedance was confirmed. As received, a partial lead was returned in two portions for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal short. Further analysis noted a breach of the inner insulation consistent with external forces. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. All other damages found are consistent with procedural damage.